Event description:
It was reported that the device was received as a blind unit "(not ok)". No adverse patient consequences were reported. No further information is available.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that the tsw35 device was received in good visual condition and with two reloads present. Reload a was received in good visual condition and fully fired; reload b was received fully fired and with the pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.